Event description:
Caller reported a malfunction on the pump, which was impacted by florida's heat and humidity when moving from indoors to outdoors. The issue caused the customer's blood glucose level to exceed 500 mg/dl, displaying as "high." The customer used a backup pump and administered a correction bolus from it, without requiring third-party assistance. Due to multiple malfunctions reported with the same pump, technical support arranged for a loaner pump replacement, as the caller's pump was out of warranty and a new one was being processed.